Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with broken reservoir tube lip, cracked reservoir tube window, minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube and missing the end cap sticker. The test reservoir and infusion set remains locked in place. No damage noted on the belt clip slot. The insulin pump was returned without the original belt clip and we are unable to verify damage to the belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose levels. Damage to the reservoir compartment was also reported. Troubleshooting occured. Advised insulin pump would be replaced.